Event description:
The stent was being placed into the common biliary duct. No pre-dilation of the stricture was done. It was reported that deployment began ok and then the thumb slide became difficult to move. After several thumb slide retractions, deployment returned as normal. The physician thought that the stent was fully deployed and he pulled back the thumb slide and locked it. The catheter was withdrawn and it was discovered that the tip was on the guidewire inside the duodenum. The physician post-dilated with a balloon and used a snare to remove the tip. The physician was satisfied with the placement of the stent. F/u with the physician approx two weeks later concluded that the common biliary duct was draining well with no pt effect from the implant procedure.

Manufacturer narrative:
The overmold of the tip detached from the lumen due to interaction with the introducer. It is likely that the distal end of the delivery system was in close proximity of the distal end of the introducer which resulted in snagging the proximal edge of the tip overmold when the thumb slide was retracted and locked after stent deployment. There is a CAPA and design change in process to eliminate the potential catch point on the tip. In regards to the reported difficulty moving the thumb slide, the likely root cause was the lack of pre-dilating the stricture before advancing the delivery system to the targeted site.